Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "noise cooling fan and no signal". No negative impact in state of health reported.

Manufacturer narrative:
The concerned tc201 - image1 s connect ii (serial: (B)(6)) was inspected at the manufacturer's site. During technical inspection, the reported issue ("noise cooling fan and no signal") could be confirmed. The tc201 was found with a defective circuit board. Due to this defect, no signal was provided. It is concluded that the issue can be attributed to a malfunctioning fpga (field-programmable gate array). In addition, we would like to call your attention to chapter "3.8 failure of products" in the corresponding instructions for use (document# (B)(4)) on page 10. "The product may fail during use. Perform an equipment test before use. If the image fails during the procedure, remove the camera from the endoscope and continue the procedure optically. If the surgery cannot be continued optically, determination of how to further the procedure is at the physican's discretion based on the surgical circumstances. Have a replacement system ready for each application." The event is filed under internal karl storz complaint ID: (B)(4).